Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 280 mg/dl at the time of the incident and the current blood glucose of the patient was 141 mg/dl. Customer treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08830 inches. No possible over/under delivery anomaly noted. Device had missing end cap sticker.